Event description:
It was reported that there was dialyzer blood leak during patient treatment. Approximately 50ml blood was loss. No patient adverse event was noted as a result of this event.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. Outset field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the top dialyzer connector (red connector), where the cartridge screws in, was cracked. No console or cartridge related malfunction or performance issues were observed. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.